Manufacturer narrative:
The mega suturecut needle driver instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found that one of the grip close cable was broken at the distal idler. The idler pulley spun freely and did not exhibit any damage. The cable segment stuck out at the instrument wrist. The other cables at the wrist were not damaged. No other damage was found. The customer reported complaint does not itself constitute a reportable event; however, the damage to the grip cable could likely cause or contribute to an adverse event, if the malfunction were to recur.

Event description:
It was reported that during reprocessing, a broken cable was noted on the mega suturecut needle driver instrument. The instrument was not used on a patient after the reported issue was identified and there was no allegation of harm or injury to a patient. Nothing reportedly fell into the patient.